Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken into hospital due to high blood glucose level. The customer¿s blood glucose level was over 325 mg/dl. At the time of incidence. Customer¿s current blood glucose level was over 600 mg/dl. Customer experienced vomiting, nausea like symptoms. Customer experienced various blood glucose level of 440 mg/dl. 282 mg/dl. And 329 mg/dl. Customer was treated with insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.